Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced a low event on (B)(6) 2016. Patient was at a birthday party and his father noticed that he was wobbling in place. The patient's mother then gave the patient some food and the patient recovered. At the time of the incident, the patient's receiver did not alert to the low as it was requesting a blood glucose (bg) calibration. At the time of contact, the patient was healthy and at home. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and no failures were detected. A review of the downloaded data log did not find any errors. The customer complaint was not confirmed. A root cause could not be determined.